Event description:
Several attempts to obtain add'l info from the user facility have been unsuccessful. Co does not know at this time if the device will be returned for evaluation. The diagnostics report from 6/9/97 shows a history of 30 changes and a total of six shocks.